Manufacturer narrative:
As the lot number for the device was provided, a lot history review will be performed. The sample was not returned to the manufacturer for inspection/evaluation; therefore, the investigation of the reported event is inconclusive for balloon rupture. A definitive root cause for the reported event could not be determined. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq5064 pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age, sex and weight of the patient were not provided.